Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call of high blood glucose of 556mg/dl. The customer treated with a bolus and an injection. Customer indicated that their doctor has not been contacted and their blood glucose value was 277 mg/dl at the time of the call. Troubleshooting found that there were air bubbles in the tubing. Customer was advised to not put cold insulin in the reservoir. Customer indicated that they will change the entire set and reservoir and declined further high blood glucose troubleshooting. No further troubleshooting was performed.